Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6), 2012. Post-implantation, the patient developed urinary retention (date of onset unknown), only being able to void "a few drops." The patient, who is over 18 years of age, was catheterized and returned to the operating room (specifics unknown). The physician opined that the uphold device contributed to the urinary retention. Reportedly, the retention has been resolved (specifics unknown).

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.